Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) stopped working out of the blue. The patient stated that a manufacturer representative and a nurse tried to reprogram the device. Later, in 2011, x-rays were taken to see if something happened with the leads. The patient stated that they eventually had the ins replaced. It was noted that the issue occurred in 2009. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.